Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 500 units of insulin during the load sequence. Tandem technical support educated customer on overfilling the cartridge. A new cartridge was loaded to resolve the issue. There was no adverse impact on the customer's blood glucose level.